Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported , "when washing the PICC with saline solution there was leakage occurred at the exit site. When removed catheter fissure was present at approximately 10cm (catheter notch). The PICC was removed and the patient was placed on a note to place a new device for the continuation of IV chemotherapy."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported , "when washing the PICC with saline solution there was leakage occurred at the exit site. When removed catheter fissure was present at approximately 10cm (catheter notch). The PICC was removed and the patient was placed on a note to place a new device for the continuation of IV chemotherapy."